Manufacturer narrative:
The fse accidentally damaged first fiber optic connector on installation so he replaced with second fiber optic connector.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit, and replaced the fiber optic connector assembly but he could not get the tester to run the test. The fse then returned the following day with a different fiber optic connector assembly, and replaced it. The fse then calibrated the iabp to factory specifications and ran multiple fiber optic tests. All functional and safety checks to meet factory specifications were performed. The iabp was then released to the customer for return to clinical service.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) was not able to connect with the fiber optic. There was no patient involvement, and no adverse event reported.